Event description:
Per clinical review: on (B)(6) 2020, the system powered up and worked without issue until halfway through the procedure. The central control monitor (ccm) screen froze and would not update the information on the screen. This included all aspects of user inputs on the ccm. All pressures, temperatures and user control was not updating and would not accept user control. The team was able to use their local interfaces for the control of the electronic patient gas system (epgs) and the roller pumps, and was able to continue the case without issue. There was no delay in the surgical procedure. There was no harm or blood loss associated with the event. After the procedure the system was power cycled, and no issues occurred thereafter.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze. The error messages were intermittent and were boot configuration error codes. The pumps were controlled from their local displays. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed a faulty hard drive was preventing the central control monitor (ccm) from functioning properly. The system could be booted and operated, but operations requiring access to the hard disk caused the system to freeze, and eventually display a 'system computer needs service' message on screen. A lab use only drive was used in place of the hard drive and the unit operated without issues, determining that the user's hard drive was faulty. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.